Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The implant delivery device and fractured implant were returned with biological debris on them. The implant has a strip torn off one side and that strip is torn into multiple pieces. Based on the condition of the product material found during visual inspection, additional material testing is not required. There was a relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the blueprints found the dimensions. The material parameters and packaging and shipment requirements are specified. The information that must be included in the certification is also stated. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the tendon and bone anchors were damaged, also after implantation of them, when the surgeon was implanting the bone anchor and tried to pull the delivery instrument out of the body, the regeneten implant came off the body. The procedure was completed without delay, but it is unknown if there was a back-up available. No further complications were reported.